Manufacturer narrative:
It is unknown if the device will be returned for evaluation; device history review is still pending.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, purple cap where the customer reported that the device separated/disconnected from the line ¿ chemo (ganciclovir) leaks out of the giving set during patient use. The reporter mentioned that there was no visible damage observed on the set that caused the separation/disconnection. There was unprotected chemotherapy exposure to the patient, health care worker or other personnel. Spills are always cleaned as per local policy using a spill kit. Interventions relating to patient included changing lines and making a plan for lost chemotherapy. When asked if the set was replaced and therapy resumed without any problem, the customer responded that it depends on the chemotherapy and situation, and when possible, different lines are used however this was often not feasible due to loss of chemotherapy in the line itself so it had to be cleaned and reconnected which goes against recommended best practice for central line cares and infection prevention. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
No ch2000sc-pc product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.